Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 3 months after implant of the ipg, 6.5 years after implant of the right atrial (ra) lead, and 17 years after implant of the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from a funeral home with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant product: 5024m-52 lead, implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found that required full analysis.